Manufacturer narrative:
The complaint device was evaluated and the reported event was confirmed. The evaluation identified the distal hex tip of the device was fully fractured off, indicative of excessive force being applied to the instrument. The torque handle used, operative notes, and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined but the fracture may have been caused by excessive force being applied during use and/or fatigue failure after repeated high-torque use over time. Labeling review: "...instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." "...it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." If any relevant, additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a tlif procedure while final tightening a lock screw, the driver tip fractured off. The fractured tip was not retrieved and left in-situ, lodged in the lock screw, per the surgeon's decision. There was no reported adverse impact to the patient or procedure. No additional information is available.